Event description:
It was reported that the patient had developed a pericardial effusion from cardiac perforation. Pericardiocentesis was performed. The patient was discharged without further complications.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.